Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implant (tsv4b10) disengaged from the mount when being removed from the blister package. The doctor placed another implant during the same surgery.

Manufacturer narrative:
Device lot number not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant (svb10) disengaged from the mount when being removed from the blister package. The doctor placed another implant during the same surgery.

Manufacturer narrative:
One straight screw vent implant was returned for inspection with corresponding transfer mount. A visual inspection revealed minimum wear about the threads, collar, and internal threads of the implant. The hex feature of the transfer mount is in good condition. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent implants¿ 9665 rev 0-09/14. Technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent and screw-vent implants surgical manual #5161. The device was functionally tested. The mount was able to disassemble from the implant, and assemble without slipping. No deficiency with the mount was noted. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.